Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, it was replaced on (B)(6) 2019 as it could not be interrogated with two different programmers. No green light appeared on the telemetry head. The ICD was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned unit confirmed the premature battery depletion. However, its root cause could not be determined.

Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, it was replaced on (B)(6) 2019 as it could not be interrogated with two different programmers. No green light appeared on the telemetry head. The ICD was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on 21 january 2016. Reportedly, it was replaced on (B)(6)2019 as it could not be interrogated with two different programmers. No green light appeared on the telemetry head. The ICD was returned for analysis.

Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, it was replaced on (B)(6) 2019 as it could not be interrogated with two different programmers. No green light appeared on the telemetry head. The ICD was returned for analysis.

Manufacturer narrative:
Preliminary analysis revealed that the device could not be interrogated on (B)(6) 2019.